Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow/low speed advisory and driveline disconnect alarms with pump stoppages were observed during positional changes while utilizing the power module. An ungrounded power module patient cable was utilized. Patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the pump stoppages. X-rays revealed the internal lead was pulled tautly. The external x-rays are unremarkable. On (B)(6) 2018 the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed based on the submitted log file, the root cause could not be conclusively determined during the evaluation of the returned portion of the driveline. The log file showed multiple low speed and pump stop events on 22aug2018. The events occurred why the system was connected to a power module and showed a slight increase in average pi. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The replaced section of the driveline, approximately 15 inches long, was returned for evaluation. Examination of the driveline noted tape had been applied to the terminus of the connector bend relief. Removal of the tape found a tear in the outer silicone jacket. Several areas of breakdown to the braided shield were noted. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.